Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient received an implant in the left knee in 2017. It was reported that patient required revision surgery. (B)(6) 2018: it was reported that the surgeon revised the patient's patella.

Manufacturer narrative:
An event regarding alleged revision involving a triathlon patella was reported. The event was not confirmed. Method & results: device evaluation could not be performed as the subject device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the reported event was not confirmed nor the exact cause could be determined as insufficient patient information was provided. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient received an implant in the left knee in 2017. It was reported that patient required revision surgery. (B)(6) 2018: it was reported that the surgeon revised the patient's patella.